Event description:
Related manufacturer reference number: 2017865-2025-11564. Related manufacturer reference number: 2017865-2025-11566. It was reported that a possible unspecified issue was noted on the device system. The hospital reported that the patient had a stroke approximately one month after the implant and is currently hospitalized. No further information is available.